Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye (os), the patient presented with moderate wound edema, 4+ cell, fibrin & hypopyon. Based on the findings, the surgeon concluded the cause as toxic anterior segment syndrome (tass). As a precaution, the patient was immediately referred to retina for a culture to be performed and intravitreal injections of vancomycin & ceftazidime to be administered. The following day the patient had an additional round of intravitreal injections of vancomycin & ceftazidime. There was no growth from the culture. The inflammation/tass has fully resolved. In the surgeon's opinion, the most likely cause of the event is the lens. According to the surgeon, patient outcome is good. According to the consumer, her distance vision is blurry.

Manufacturer narrative:
Additional information: a2, b5, b6, e1, g3, h2, h6, h11.

Event description:
Additional information was received indicating the affected eye was right eye (od), not left eye (os), as previously reported. The consumer reported that as soon as the protective shield was removed post-op, they noticed blurry vision and saw some light on the side, with symptoms improving after a couple days.